Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 657 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated via insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.